Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
The cement mixture hardened earlier than expected, interfering with seating of the femoral component. There was no delay in procedure.